Event description:
It was reported that an attempt was made to inflate this inflatable penile prosthesis (ipp); however, the pump remained collapsed, preventing successful inflation. As a result, the device is currently non-functional, though it remains implanted in the patient. A revision surgery is scheduled for the next month. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).